Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer fell due to low blood glucose and ambulance was arrive. Blood glucose was 35 mg/dl and they treated it with glucose. Customer declined to troubleshooting for low blood glucose. It was unknown whether the customer using auto mode. Insulin pump will not be returned for analysis.